Event description:
Procedure type: lap low anterior resection. Patient gender: unknown. According to the reporter: an ets45-3.5 was used to close the distal side. It felt hard to fire the eea, and after firing the device could not be removed, and an uncut part was noticed. The surgeon re-squeezed the device and cut the tissue, and removed the device. A new instrument was used to complete the procedure.

Manufacturer narrative:
.